Event description:
During a total laparoscopic hysterectomy, the koh cup was left behind in the patient.

Manufacturer narrative:
In keeping with good medical practice, it is the responsibility of the physician to ensure all non-implantable devices are removed from the patient. The user facility has received additional training.